Event description:
The physician introduced the balloon into patient and tried to inflate. The balloon would not inflate and so was removed along with the wire. There was another attempt to re-inflate the balloon outside of the body and it required very high pressure to inflate, and was very difficult to deflate. Therefore, the balloon was sent back to the company for analysis as it was non-functional.